Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in vsa, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's facility. The customer's report was duplicated and attributed to the multifunction cable (mfc). The mfc was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.